Event description:
It was reported that during a ureteroscopy procedure, the fiber snapped while advancing through the ureteroscope, and burned the physician forearm. The procedure was completed using another fiber without patient complications. Additional information informed that there was no treatment required to treat the physician burned forearm and that the physician is doing okay.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation. The fiber was returned in two pieces. Visual inspection of the fiber tip indicated it was slightly degraded. Laser fibers are consumable devices and expected to degrade with use. The connector was in good condition. The console displayed a message that read: treatments used: 1, treatments left: 0. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the fiber snapped while advancing through the ureteroscope, and burned the physician forearm. The procedure was completed using another fiber without patient complications. Additional information informed that there was no treatment required to treat the physician burned forearm and that the physician is doing okay.